Event description:
During a cataract extraction procedure, this phacoemulsification handpiece would not function and it interfered with the monitor on the microsurgical system being used. The procedure was completed with another handpiece.